Event description:
The customer contact reported the pt received less medication then intended. On an unspecified date and time, the device was programmed to deliver 5% dextrose and 1/2 normal saline, at a rate of 62.5 ml/hr, with a 500 ml vtbi (volume to be infused) and the delivery was started. After an unspecified length of time, the pt's mother reported an end of infusion alarm occurred which was approx two hours earlier then expected. At that time, there was approx 125 ml remaining in the container. After an unspecified length of time, the homecare nurse instructed the pt's mother on reprogramming the device. At an unspecified length of time, the therapy was completed using the same device. The device was then removed from clinical use after completing the therapy. There were no reported adverse pt effects. There were no reported adverse pt effects. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2013 at 1737, the device was programmed for continuous only in ml mode, with a 62.5 ml/hr rate, a 500 ml vtbi (volume to be infused), no kvo rate was selected, and a container sie of 525 ml. At 1740, the device was powered off. At 2201, the device was powered on and delivery was started. The device intermittently continued in use at the programmed rate until (B)(6) 2013 at 2304 when the device was powered on and a new container is indicated. At 2350, the delivery is started. A new date (B)(6) 2013 occurred. Between 0119 and 0121, the delivery was stopped 3 times, started 2 times, the cassette was inserted and the device was powered off. Between 2201 and 2218, the device was powered on, a cassette was inserted, a priming volume of 6.8 ml was indicated, a start alarm occurred and silenced and the delivery was started. A new date (B)(6) 2013 occurred. At 0449 an end of infusion alarm occurred and the delivery was stopped. Between 0454 and 525, the delivery was started and stopped, the device was powered off and on 2 times. Between 0525 and 0528, a new container is indicated, the device was programmed with a 120 ml vtbi and a 120 ml container size, and the delivery was started. At 0649, the delivery was stopped and the device was powered off. A review of the device history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.